Manufacturer narrative:
Concomitant devices: guiding catheter (8fr optimo, tokai medical product), micro catheter (prowler select plus), solitaire, penumbra, medico's hirata. (B)(4). Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. The revive se in not distributed in the u.s.; however, it is similar to the revive pv that is distributed in the u.s.

Event description:
As reported via the revive se pms (B)(6) study, (patient (B)(6)), the revive se (frs21452299/s10386) was not effective, and the patient experienced asymptomatic intracranial hemorrhage after the procedure. The day prior to the index procedure, the patient experienced cerebral infarction at the distal portion of the left middle cerebral artery. The patient was hospitalized the following day with pre-procedure aspects-CT of 7points, aspects-dwi of 8points, nihss of 22points, and tici of 0 point. The blocked vessel diameter was 2.5mm at the proximal portion, 1.8mm at the distal portion, and the length of thrombus was unknown. T-pa was not used. The revive se was deployed once at the blocked area and obtained with a tici result of 1 point. Therefore, another device of removal of clots (solitaire) was deployed twice at the blocked area, but there was no changes in tici score. Furthermore, another device (penumbra, medico's hirata) was deployed twice, but there was no change as tici remained at 1 point. The procedure was completed, and immediately after the procedure, nihss was 24points. It was reported that the device was used as per the IFU. Asymptomatic intracranial hemorrhage (ph1) was confirmed at the blocked vessel area under CT. One week later, nihss score was 22 points, mrs was 5 points and aspect-CT was 2 points. The physician commented that the patient was without increase risk of bleeding, and the intracranial hemorrhage was within the infarct range and was quickly absorbed. The device was not available for analysis and no further information was available.